Event description:
A doctor's office alleged that approximately ten (10) patients had experienced sensitivity after the use of optibond solo plus product. This is the second of ten (10) reports.

Manufacturer narrative:
Specific patient or incident information was not provided. The doctor replaced the patient's restoration using optibond solo plus, without further incident. Multiple attempts were made to contact the complainant in order to obtain further information regarding this incident; however, the complainant has remained unresponsive. The office reported that they may not have been following proper directions for use at the time of this event. The office stated that they have since been following the proper use instructions with positive results. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.